Event description:
On (B)(6) 2000 the patient was implanted with a greenfield inferior vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of their abdomen was performed. The imaging showed that the tip of the filter was 5mm below the left renal vein. The filter axis was parallel to the ivc axis, and the posterior struts were seen abutting the anterior lumbar osteophytes. No further patient complications were reported.